Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally and the procedure was done under local anesthesia. The physician noted the gel was being injected into the prostatic capsule and stopped the injection halfway through. Upon reviewing the magnetic resonance imaging (MRI) it was noted that 5cc of hydrogel was inside the prostate capsule. It looks oval shaped on the sagittal, following the contour of the posterior prostate. There was also satellite spread within the prostate capsule to the left and right and spreading down towards the apex. The patient was reported to be asymptomatic, fully recovered and he received external beam radiation therapy (ebrt).